Event description:
The customer called to report the pump was losing hours at a time. The customer stated that their bgs were low. Pt went to the emergency and stayed at the hosp the day before. Troubleshooting was performed. The bolus history showed boluses that pt had not programmed. The customer was disconnected from the pump at the time of call. Advised the customer to revert to manual injections.